Event description:
A small bowel capsule was placed endoscopically but the given (medtronic) recorder never recorded procedure. The device was completely off when retrieved the next morning. Everything was working appropriately when capsule was placed. FDA safety report ID #(B)(4).